Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device reportable will not be returned. Placeholder.

Event description:
A report from synthes (B)(6) indicated: patient was implanted on (B)(6) 2012, with 6.5mm midfoot fusion bolt screw on the metatarsal. Exam on an unknown date revealed the bolt was broken. Patient was returned to the operating room on (B)(6) 2013. The surgeon was able to retrieve half of the bolt, but the other half remains implanted in the patient. Surgeon revised with another company's product. Additional information has been requested. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Retract event date: exact date unknown. Retract explant date: entire bolt was not removed.